Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a pantoprazole infusion, (80 mg/100 ml), was expected to infuse at 10 ml/hr and completed early than expected in 2 hours. No leaking or damage was noted on the tubing and the set was not saved. There was no report of patient harm, and although requested no other event details were provided.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
The customer reported an unspecified infusion intended to run at 10 ml/hr. With vtbi of 100 ml instead completed in 2 hours. Although requested additional information has not been provided; there is no report of patient harm.